Manufacturer narrative:
(B)(4). Final analysis found that the insulation was crushed at 25.0cm to 27.5cm from the distal tip, which exposed the outer coil. The damage sustained resulted from clavicular crush. The damage found likely resulted in the reported noise anomaly.

Event description:
It was reported that during routine follow-up, the patient reported experiencing presyncopal symptoms. The right ventricular lead exhibited noise resulting in pacing inhibition. Clavicular crush was suspected. The lead was explanted and replaced on (B)(6)2015. The patient tolerated the procedure well and no further complications occurred.